Event description:
Surgeon reported a thin corneal flap cut as a result of poor suction. The pt experienced epithelial ingrowth post-op. The corneal flap was lifted and the was cleaned. It is unk as to whether the epithelial ingrowth was related to the thin flap.